Event description:
Reporter alleged the blood glucose monitoring device generated a result of "000" which slowly disappears before giving a result. Reporter stated that occurs intermittently and she is able to obtain a reading only sometimes. A request was made for the return of the suspect device and replacement product was sent.